Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that they received insulin flow blocked alarm on (B)(6) 2018. Customer reported recurring high and low blood glucose levels and treated with insulin pen. Customer's initial blood glucose level at time of incident is unknown. The customer's blood glucose at the time of call is unknown. Customer declined trouble shooting for flow block and issue was not resolved. The insulin pump will be returned for analysis.

Manufacturer narrative:
Evaluated one open and used reservoir. Inspected reservoir, snap-cap, and septum for anomalies. None were found. Ran occlusion test: reservoirs filled with diluent, and connected to a new infusion set. Installed reservoir & connector into a paradigm insulin pump. Performed insulin pump manual prime, visual fluid flow through infusion set and out catheter tip. Conclusion: reservoir not occluded.